Manufacturer narrative:
Information was forwarded from zimmer which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer considers this case closed.

Event description:
It was reported by patient that she underwent left tha in 2007. Since implant, she has experienced groin pain and limitation of leg movement. Her now treating physician has advised that the cup and stem are loose and that she needs a revision procedure, which is not yet scheduled pending outcome of pelvic MRI and biopsy of leg tumors.